Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for leaflet motion restricted and stenosis were confirmed based on provided imagery and report by fcs. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years post tmvr with a 26mm sapien 3 ultra valve, the valve was failing due to severe mitral stenosis and a mean gradient of 18.6mmhg. Symptoms include worsening dyspnea on exertion and fatigue. The patient is being worked up for a valve in valve.'' Restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per clinical imagery review, 1 leaflet is hypomobile on echo, and it is likely that at least 2 leaflets are affected. However, due to limited information, a definitive root cause of the leaflet restriction was unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflets with restricted motion. The restricted leaflet motion can reduce the valve eoa (effective orifice area), and potentially obstruct the blood flow, resulting in stenosis as reported. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the reported stenosis. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 3 years post tmvr with a 26mm sapien 3 ultra valve, the valve was failing due to severe mitral stenosis and a mean gradient of 18.6mmhg. Symptoms include worsening dyspnea on exertion and fatigue. The patient is being worked up for a valve in valve.

Manufacturer narrative:
The investigation is ongoing.